Event description:
It was reported patient underwent an initial rosa knee procedure. During the procedure, the rosa navitracker fixation pin broke off in the patient¿s tibia. No additional information available.

Manufacturer narrative:
(B)(4). G2: canada. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.